Event description:
A malfunction was reported on a pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level, as the customer declined to answer specific questions. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.